Manufacturer narrative:
Device received fully deployed with the hard completely cannula retracted. No damages or defects were found that would indicate the hard cannula failed to retract. The formed needle was seated properly in the slide retract and no excessive scoring was noted on the top housing that would indicate the linkage assembly was impeded during retraction/deployment. It cannot be determined when the needle retracted, therefore the root cause of the reported failure to retract could not be determined. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The bottom housing and environmental seal were inspected and nothing was found that would indicate the deployment path was inhibited. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 200 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not fully retract as intended during activation. The patient reported being unsure if the cannula was properly seated and bent. The patient complaint about the site being painful. For treatment, the patient changed out the pod.